Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and use before date could not be located in the manufacturing database. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was experiencing pocket stimulation. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.